Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device did not provide defibrillation therapy during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A clinical review was performed and it was determined that the device performed to specification throughout the event. Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No fault was found on the returned device. No continuity issue was identified on the patient output cables and no fault found on the pogo pins that would have resulted in an impedance detection or shock delivery issue. The device accurately measured impedances throughout the specified range, even under the stress of elevated temperature. The returned pad-pak locator pins were both observed to have bent slightly inwards towards the pad-pak casing. However, this did not affect the insertion of the pad-pak and the device delivered the shock therapy sequence without fault using the returned pad-pak. The potential cause of the reported issue was user error. This device was retained by retained by heartsine.

Event description:
The customer contacted heartsine to report that their device did not provide defibrillation therapy during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.